Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the multiple users could not log in to multiple stations. A technical support specialist (tss) reached out to the team lead (tl) for advice. The tl advised rebooting the server as it had not been rebooted for 73 days. The tss called the customer and requested approval. The customer agreed to proceed with the reboot. The reboot was completed successfully, yet the tss was unable to log in to pes. The tss cleared some space on the e drive since it was full. After clearing space, the tss was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had multiple user unable to login in multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event